Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection that was identified as (B)(6) bacteremia. The patient was hospitalized and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.